Event description:
The customer called and reported the insulin pump malfunctioned and delivered 100 units of insulin without any type of error message. Customer stated that before going to bed, he noticed 200 units in the reservoir window. When he woke up, his blood glucose dropped to 49 mg/dl, which he treated with food and orange juice. The customer reportedly continued to wear the insulin pump and the malfunction did not recur. At the time of this report, customer's blood glucose was 153 mg/dl. The customer was unable to troubleshoot at the time of the call and stated he would call back later to do so.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.